Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Manufacturer narrative:
Upon receipt of further information, it was confirmed that the malfunction occurred prior to patient insertion. Therefore, this is event is no longer considered a reportable event.

Event description:
During an atrial fibrillation procedure, a saline leak was noted from the valve prior to insertion in the patient. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Event description:
During an atrial fibrillation procedure, a saline leak was noted from the valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.